Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had an overdose. The pt's healthcare provider was going to perform diagnostics on the patient's pump. The drug in the pump at the time of the event was not reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.